Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 year from the primary the surgeon performed a washout, removed all implants, and implanted new implants. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01 september 2023: lot 2203067: (B)(4) items manufactured and released on 25-may-2022. Expiration date: 2027-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional involved implants batch review performed on 01 september 2023 on cup: mpact 01.32.164dh acetabular shell ø64 two-holes (k132879) lot. 2000236. Lot 2000236: (B)(4) items manufactured and released on 06-may-2020. Expiration date: 2025-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Batch review performed on 01 september 2023 on liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k122641) lot. 2111817. Lot 2111817: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Batch review performed on 01 september 2023 on stem: sms solid 01.36.053 sms solid stem std size 13 (k181693) lot. 2100581. Lot 2100581: (B)(4) items manufactured and released on 12-may-2021. Expiration date: 2026-04-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Manufacturer narrative:
On 29 november 2023 after additional checks with the branch we found that the patient was already involved in other surgeries reported in other complaint. Same patient of MDR 2022-00637, 2022-00696, 2023-00238. We modified the patient gender (male), the date of the surgery ((B)(6) 2023) and the event description.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 5 months after a precedent surgery for infection the surgeon performed a washout, removed all implants, and implanted new implants.the surgery was completed successfully.